Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that upon interrogation this lead impedance spikes occasionally greater than 2300 ohms. It was also stated that at replacement the impedance measurement was 1000 ohms then it reached 55 ohms. The following physician was dr. (B)(6) at (B)(6) hospital and medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).